Manufacturer narrative:
(B)(4). The reported complaint of "battery failed to hold a charge" is not able to be confirmed. The product was not returned for investigation. According to the event details, the battery was replaced to resolve the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "on the morning of (B)(6) 2025, an emergency repair was reported from the interventional catheterization laboratory regarding a fault with the pump battery. After inspection, the engineer found that the battery failed to hold a charge. The pump was subsequently taken out of service, and a new battery was purchased and replaced. After replacement, the pump was powered on and tested, confirming normal operation. No harm occurred to person during this period". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "on the morning of (B)(6) 2025, an emergency repair was reported from the interventional catheterization laboratory regarding a fault with the pump battery. After inspection, the engineer found that the battery failed to hold a charge. The pump was subsequently taken out of service, and a new battery was purchased and replaced. After replacement, the pump was powered on and tested, confirming normal operation. No harm occurred to person during this period". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.